Event description:
Reporter alleged she obtained an error for the last 4 days on her aviva system and she began feeling hypoglycemic symptoms. Reporter stated she treated herself with a glucagon shot but that she still passed out shortly later. Reporter stated that the paramedics were called, they took her to the hospital, and she was given an IV of saline. Reporter stated she was discharged several hours later, a result of 181 mg/dl was obtained on the hospital system, she was given 8 units of humalog and was put on bed rest for the next 3 days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.